Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer's blood glucose was 145 mg/dl. Customer also reported that battery longevity was short and insulin pump would shut off. After troubleshooting, display screen turned back on. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had blank display due to corrosion on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm, off no power alarm due to blank display. The insulin pump received with severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.